Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that there were abnormal high impedances accompanied by a worsening of tremors, intermittent tingling down the patient's right arm with tongue numbness and headaches. It was also noted that on (B)(6) 2016 the patient experienced worsened pain around the implantable neurostimulator (ins) that extended up the wire when they would bend over. The diagnostic methods included a device interrogation on (B)(6) 2016, imaging (x-ray, MRI, CT scan, etc.) On (B)(6) 2016, and the patient reporting the pain around the ins on (B)(6) 2016. The etiology was noted as related to the device/therapy and not related to the implant procedure. The actions/interventions taken to resolve the issue included explanting and replacing the extension on (B)(6) 2016; the event resulted in an unscheduled clinic/office visit. The event was considered resolved with sequelae; the sequelae was noted as pain around the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating there was high impedance and pain near the ins due to the high impedance.

Manufacturer narrative:
Product event summary 3708660 lot# (B)(4) implanted: (B)(6)2016 explanted:(B)(6)2016 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) updating the device diagnosis from high impedance to "other device diagnosis failure of functioning of extension wire".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the pain was caused by the high impedances while the high impedances were caused by the extension. No further complications were reported/anticipated.